Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they did not think it worked very well and noted that they were having periodic lower back pelvic problems. The patient stated that it started happening about 2 weeks after the implant and noted that they told their healthcare professional (hcp) that they could sometimes feel a twinge in their pelvic area but the hcp said it was normal, so the patient just figured it was normal. The patient also reported that they had a loss of therapy but noted that it was likely their fault because they should have tried some imodium and other things diet wise. The patient stated that they could still tell when they drank milk, so it could have been an irritable bowel syndrome (ibs) thing. The patient noted that they had not gotten the relief they wanted since the implant was put in and that they kind of felt like they were talked into it, they felt like they should not have gotten it after the trial. The patient was assisted with synchronizing and reported that they were on program 3 at 1.4 v with stimulation on. The patient stated that earlier on the morning of report it was 1.9, so they tried lowering it to 1.4 to see if it helped with the pelvic pain. The patient noted that the minute that they did they started having bowel leakage immediately, but the pelvic pain did lower a little bit. The patient then turned stimulation off to see if that helped the pelvic pain and the patient was reviewed that they were likely to continue to have bowel leakage with that stimulation. The patient then asked about changing programs and was advised to consult with their hcp. The patient noted that they didn¿t really have a fall, but stated that they tripped and that it was more on their knees, so they did not know if that would have anything to do with it or not. The patient also stated that they thought that their implant protruded and noted that they would have to move gingerly just to lay in bed, it bugged them a little bit. The patient stated that this had been happening early on after it was put in, but the hcp had said everything was healing well. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient not falling but tripping was due to a patient issue. There were no symptoms or complications reported or anticipated.